Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is going to have a MRI that is unknown if it is related to a problem with their device/therapy. It was reported that the patient has low back pain. The reason for the call was for assistance with putting the ins into MRI mode as they were having difficulties. While on the call, the patient was talking on the phone with a local manufacturing representative (rep) who was walking the patient through patient programmer screens. The patient was heard talking to the rep in the background who indicated the first quartile was blinking and the patient needs to charge more in order to be able to do into MRI mode. The patient indicated to the rep that the ins went dead quickly as it was full this morning, but then the rep deduced that the patient was on high density settings since they don't feel stimulation. The caller stated that the device isn't working (going into MRI mode) because the ins isn't charged enough. The caller indicated the patient was going to charge ins more and they didn't need any further assistance. No further complications were reported. No additional patient symptoms were reported.